Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the endowrist stapler 45 instrument was found to have the jaws not opened when removing. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) performed follow-up to request additional information related to the event, but no further details have been obtained as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endowrist stapler 45 instrument and completed the evaluation. The reported issue of the jaw not opening was able to be replicated and confirmed. The instrument was found to have a stuck anvil and the jaws could only partially be opened. The anvil was able to be fully opened after using the stapler release kit (srk). A review of the log shows after the last clamp event, there was no unclamp event. An in-house reload was installed on the instrument then was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. The root cause of the customer reported failure was attributed to a component failure. An additional observation not reported by site and that was not related to the customer reported complaint was identified. The instrument was found to have repeated clamping failures based on log review. The root cause was not determinable/applicable. A review of the site's complaint history identified no other complaints related to the instrument and or this event. In addition, a review of the instrument log for the endowrist stapler 45 (part # 470298-14/lot# t10210310 0047) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022, on system sk0510. The instrument had 26 uses remaining after last use. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the jaws of the endowrist stapler 45 instrument were not opened. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endowrist stapler 45 instrument and completed the evaluation. Upon further investigation, the instrument was placed on the in-house system and was able to successfully initialize and fire 1 green reload on a plastic sheet. The instrument was able to unclamp properly, and jaws were able to close and open properly without any issue. Review of the logs show that the instrument was removed while in the clamp state and this is an user mishandling/misuse. An additional finding not reported by the site was that the pivot pin was broken. Likely cause of the broken pin was mishandling/misuser.